Event description:
Reportable based on device analysis completed on 03-mar-2022. It was reported that crossing difficulties occurred. The target lesion was located in the severely calcified mid right coronary artery (mrca). A 2.75 x 48mm synergy xd drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent failed to cross the lesion. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
A synergy xd mr ous 2.75 x 48mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the stent found that stent struts towards the proximal region of the crimped stent were stretched/misaligned. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no kinks or damages. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.